Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "scan again in 10 minutes" message on the adc device and was unable to obtain readings. The caregiver was contacted and reported that the customer became hypoglycemic and required third-party treatment of injection for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A webform complaint was received in which it was reported a customer received a "scan again in 10 minutes" message on the adc device and was unable to obtain readings. The caregiver was contacted and reported that the customer became hypoglycemic and required third-party treatment of injection for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Attempted to scan the sensor with evaluation module (evm), sensor did not scan. Data was extracted using approved software and extraction was not successful. De-cased the returned sensor and performed visual inspection of the printed circuit board assembly (pcba), and no issue was observed. The returned battery has been measured and results were not within specification. Extended investigation was performed on the returned de-cased sensor, no contamination, damage, or solder issues were observed on the returned pcba. Replaced the returned sensors battery with a new unused battery, data extraction still could not be performed, and the sensor did not scan. Therefore, due to the scanning issue, adc is unable to perform any additional investigation for this complaint. All pertinent information available to abbott diabetes care has been submitted.